Manufacturer narrative:
A medtronic representative reported that the monitor for the navigation system was replaced. The suspect monitor was then returned to the manufacturer for evaluation. Testing found that the failure mode occurred when starting up the navigation system initially. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect monitor. No parts have been received by manufacturer for analysis. On 10/13/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 10/24/2016 a medtronic representative, following-up at the site, reported the monitor worked just fine upon arrival, re-seated all connectors as a precaution and re-booted the navigation system again, however, no issue found at time of service.

Event description:
A site biomed representative alleged that during testing, they discovered their navigation system was displaying the message no input detected, and would not move past this message. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.